Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have had a red circle on the skin above the device. The skin was also noted to have been warm to the touch. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.